Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient noticed redness, heat, and tenderness at the surgical pocket site. A CT scan was performed and the device was turned off prior to explant. The patient's lead and ins were removed due to an infection. It was unknown if the issue has been resolved at this time. No further complications were reported. No additional patient symptoms were reported.